Event description:
The pt's diabetes nurse reported that the pt experienced several e4 (occlusion) errors in 2009. The pt changed "everything" and the error recurred. He was able to bolus in 2 parts. At about 2 months prior, e4 was displayed and the pt changed the infusion tubing, infusion site, battery, and insulin cartridge and was not able to clear the error. He went to the hospital and his blood glucose measured 33 mmol/l (594 mg/dl). He was admitted and diagnosed with ketoacidosis. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.